Event description:
It was reported that during a surgical procedure, it was observed that the motor device would not "hold the burr". The reporter clarified that the disposable product was not reused or re-sterilized. There was a five minute delay to the surgical procedure as a result. A spare device was available. It was unknown if injuries or medical intervention were reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. Evidence indicates this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.